Event description:
The initial reporter received questionable na electrode results from three patient samples tested on the cobas pure c 303 analytical unit. The initial results were not reported outside the laboratory. On (B)(6) 2024: sample 1: the initial na result from the analyzer was 151 mmol/l. The first repeat result from the analyzer was 151 mmol/l. The second repeat result from another cobas pure analyzer was 142 mmol/l. Sample 2: the initial na result from the analyzer was 153 mmol/l. The first repeat result from the analyzer was 153 mmol/l. The second repeat result from another cobas pure analyzer was 144 mmol/l. On (B)(6) 2024: sample 3: the initial na result from the analyzer was 153 mmol/l. The first repeat result from the analyzer was 153 mmol/l. The second repeat result from another cobas pure analyzer was 142 mmol/l. The repeat results from the other cobas pure analyzer were deemed correct and reported.

Manufacturer narrative:
The electrode lot number is axf60. The expiration date was not provided. The field service engineer inspected the analyzer and changed the sipper nozzle and the ion-selective electrode. Calibrations and qcs were performed and the results were within the specified ranges and comparable with the other system. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.